Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 451 mg/dl. Customer advised they were wearing expired sensors. Customer was advised that the life of a sensor is 6 months and to never wear expired sensors since they may cause sugar glucose vs blood glucose to fluctuate along with other issues. Customer declined to troubleshoot for high blood glucose levels as they feel it is because of wearing expired sensors.